Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of stones in the bile duct. After inserting the scope into the patient, the exalt model d scope lost visualization and an error message appeared. The procedure was completed with a reusable scope. No patient complications were reported due to the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization device evaluation summary: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. With all the available information, boston scientific concludes that the most probable cause is no problem detected.

Event description:
It was reported that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of stones in the bile duct. After inserting the scope into the patient, the exalt model d scope lost visualization and an error message appeared. The procedure was completed with a different scope. No patient complications were reported due to the event.